Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to a fracture of the distal high voltage conductor. It was replaced with a new lead model 145.